Manufacturer narrative:
A2): patient''s date of birth obtained; age corrected to 68 (from 60, listed on initial MDR). A4): patient''s weight obtained a5a./5b.): patient''s ethnicity/race obtained d10): manufacturer/model of rv and ra leads obtained; lv lead information obtained (not listed in initial MDR). H6): all codes remain applicable as populated in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead. A spectranetics lead locking device (lld) was used in the rv lead to provide traction. A spectranetics 14f glidelight laser sheath was used to attempt removal of the rv lead, but progress stalled in the subclavian. A spectranetics 11f tightrail rotating dilator sheath was used next, then upsized to a 13f tightrail due to the superior vena cava (svc) being very narrow and heavily calcified. The physician worked for a significant amount of time using the 13f tightrail to free the rv lead, and while in use, a piece of calcium pulled off, from the wall of the svc. It was understood that the calcium remained attached to the rv lead and did not embolize; however, it created an svc perforation where the calcium detached. Rescue efforts began immediately, including rescue balloon, bypass, and sternotomy. The svc was found to be severely calcified, with thin vessel wall. Unfortunately, the patient did not survive. The physician speculated that the rv lead many have externalized in the svc and the tightrail just followed the lead. It is unk if the ra lead was removed. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Device lot number, expiration date. Partial UDI populated. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Great vessel perforation and death are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.